Event description:
A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon reported that iol exchange procedures have been planned for the near future. In a follow up, the surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece. Not enough information was provided to conduct a review on the monarch lot. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).